Event description:
The procedure was a brachial embolectomy. This was a malfunctioning left upper arm av fistula. The compromised balloon integrity was noted upon removal of the device from the brachial artery. Further surgical exploration was performed following the malfunction. There did not appear to be any impact to the patient at the time of the surgical intervention.

Manufacturer narrative:
We have received the device for evaluation and were able to confirm the failure: the tip of the catheter was detached. Additionally, the lumen of the catheter had kinks and signs of stretching. The most probable root cause of the failure is from excessive force used during the procedure. The lemaitre vascular IFU warns to exercise caution when encountering extremely diseased vessels and avoid using excessive force to push or pull catheter against resistance. Most likely, the physician did not take into consideration these waring while he performed the procedure. A lot history investigation was performed. The device history record review did not reveal any discrepancies related to the complaint event during the manufacturing and packaging processes and there were no unresolved issues related to the complaint event.